Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet with dexcom g7 experienced recurrent low glucose events, predominantly overnight and early morning, after several weeks of use; the user also reported pre-bedtime hyperglycemia with subsequent automated corrections and extended dinners that could elevate glucose. Symptoms included low glucose and loss of sleep. Outcomes included troubleshooting and education with additional training scheduled. Investigation included complaint intake review, user counseling on algorithm-driven basal delivery and automated corrections, hypoglycemia treatment guidance, and review of usage patterns. Investigation of this case revealed no device malfunction, with lows occurring in the context of automated correction dosing following pre-bedtime hyperglycemia and user-driven overtreatment of lows, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.